Event description:
On (B)(6) 2012, a 21mm trifecta valve was selected for implant in a patient with severe aortic stenosis and coronary artery disease. The trifecta valve was implanted and 3 coronary artery bypass graft surgeries were concomitantly performed. On (B)(6) 2018, the patient presented with decompensated cardiac performance and a tte revealed severe aortic regurgitation. The physician suspected endocarditis or a torn leaflet. On (B)(6) 2018, tee again showed severe aortic regurgitation appearing to be caused by a torn leaflet. On (B)(6) 2019, a valve in valve procedure was performed with a mdt corvalve implanted within the trifecta. Following the valve in valve, no regurgitation was present. The patient is reported to be stable. Patient weight was not provided by the healthcare provider and will not be made available to abbott.

Manufacturer narrative:
An event of a valve in valve procedure following aortic regurgitation "appearing to be caused by a torn leaflet" was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the physician suspected endocarditis. Information from the field indicated that the valve had been implanted for over 6 years in a patient with a history of severe aortic stenosis and coronary artery disease.